Manufacturer narrative:
(B)(6). The lot was manufactured from september 4-6, 2018. The device was received for evaluation. Visual inspection noted fluid inside the device housing. Further examination revealed the cause of fluid inside the housing was due to a missing film-wrap. No evidence rupture was found on the bladder. The reported condition of rupture was not verified, however a leak was verified due to a missing film-wrap. The cause of the missing film-wrap was related to the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had a ruptured (vertically) balloon during filling. The device was filled with 0.9% sodium chloride. There was no patient involvement. No additional information is available.